Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gas unit had inaccurate co2 readings while it was in patient use. No patient harm or injuries were reported. The unit accurately read every other gas but not co2. Investigation summary: insufficient information and the device was not returned. Multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. The customer did not respond to follow up attempts. The issue could not be confirmed. No further investigation required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/24/2025 emailed the bme for all items under the no information list. No reply was received. D10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the gas unit had inaccurate co2 readings while it was in patient use. No patient harm or injuries were reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gas unit had inaccurate co2 readings while it was in patient use. No patient harm or injuries were reported. The unit accurately read every other gas but not co2. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the gas unit had inaccurate co2 readings while it was in patient use. No patient harm or injuries were reported.